Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The surgeon indicated on the returned questionnaire that the event was not related to the iol, but to the iol calculations. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to anisometropia, inability to tolerate contact lens, and blur. Additional information was requested.